Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was observed in the jaws of the instrument. The handle was broken. The jaw gap was measured and the instrument met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. The broken needle fragment was removed from the instrument. Functional testing was precluded due to the observed damage. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken handle and broken needle. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the left handle broke off out of the box. While closing the vaginal cuff the needle dislodged on the 3rd throw. Needle and suture had to be retrieved with a grasper. No adverse events reported.